Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. This lead was subjected to and passed resistance, hipot and pressure testing. The lead was found to have met specification.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced after being implanted for only one month. No additional adverse patient effects were reported.